Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced weight loss resulting in the patient experiencing skin erosion at the implantable pulse generator site. The device was explanted, and a new device was implanted. Effective therapy was restored post procedure. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.